Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump fell off a couple of weeks ago and would not stay on. The customer stated that sometimes there are pink and green lines on the screen of the pump. The customer clarified there was no fog under the screen or condensation anywhere. The insulin pump will not be returned for analysis.